Event description:
A hospital in (B)(6) reported via a distributor that the water inside of an mr290v autofeed humidification chamber turned blue. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The device has only recently been returned to fisher & paykel healthcare in (B)(4) for eval. Upon completion of our investigation, we will provide a follow-up report with our findings.